Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein and posterior wall isolation ablation procedure, a faradrive steerable sheath was selected for use. Groin access gained and transseptal puncture performed with a non-boston scientific device. The faradrive sheath was advanced over the wire into the left atrium and then the dilator was removed. The farawave catheter was then inserted into the faradrive sheath and then the sheath was aspirated. Every time the sheath was aspirated, bubbles continued to show up on the flush port going into the syringe. Aspiration was attempted multiple times with bubbles always showing up. The catheter was advanced further into the sheath and aspiration was attempted but bubbles kept coming out. The catheter was pulled back a small amount and aspiration was attempted again but there was always bubbles. The sheath was exchanged for a new faradrive sheath and the procedure was able to be completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a farapulse pulmonary vein and posterior wall isolation ablation procedure, a faradrive steerable sheath was selected for use. Groin access gained and transseptal puncture performed with a non-boston scientific device. The faradrive sheath was advanced over the wire into the left atrium and then the dilator was removed. The farawave catheter was then inserted into the faradrive sheath and then the sheath was aspirated. Every time the sheath was aspirated, bubbles continued to show up on the flush port going into the syringe. Aspiration was attempted multiple times with bubbles always showing up. The catheter was advanced further into the sheath and aspiration was attempted but bubbles kept coming out. The catheter was pulled back a small amount and aspiration was attempted again but there was always bubbles. The sheath was exchanged for a new faradrive sheath and the procedure was able to be completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further confirmed that no abnormalities noticed during preparation of the sheath. This physician does not put the sheath on irrigation normally. The issue also occurred at the very beginning of the case when the sheath was being aspirated for the first time. There were bubbles observed in the flush tubing but not in the sheath shaft. Bubbles continuously were coming out into the syringe. No air was observed in the patient. The catheter was in the sheath and the guidewire was advanced past the catheter tip.